Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 38 x 3.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. After stent removal, the stent was found to be lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).